Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that the patient contacted them today because they encountered a power on reset (por) message on their patient programmer. The hcp reported that the patient's therapy had stopped, and that they would set up an appointment to meet with the patient. The hcp reported that they thought the por message was first seen today because that was when the patient called, but they were not certain; therefore, it is unknown exactly when the por message was first seen. No further patient complications have been reported as a result of this event.